Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tenaculum forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument's wire was off. No fragments fell into the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have a detached fragment at the distal tip. The cable crimp is missing and not returned with the instrument. The complaint regarding a wire issue was confirmed by failure analysis.